Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 3 months after the dental implants was installed in intraoral region #19, it was verified its non osseointegration. Immediate load was not performed and patient presented bone type ii.